Manufacturer narrative:
30 march 2024. Verification of manufacturing documents / of: december 2021 production - no incidents during manufacturing. No other complaints concerning this batch. Investigations in progress: request for additional information from the health establishment - request for recovery of md if possible and/or photos / x-rays. Device removed - patient reassured. Medical device recovered by the pharmacy of the health establishment for an expert assessment by the laboratory. Request for recovery of the medical device by following for analysis at sbm - request for additional information to complete our investigations.

Event description:
(B)(4). Incident occured in france: event description communicated. On 23 april 2024, dr. (B)(6) performed a removal of osteosynthesis hardware installed on (B)(6) 2022 during a ligamentoplasty. The material in question is a compositcp30 screw ref 110004605 lot 217510 exp 2024-12-01. The ablation occurred following a material rupture in (B)(6) 2024 (screw head), although the material was resorbable in 24 to 36 months, depending on the patient's age. After discussion with dr. (B)(6), this screw was implanted at the femoral level, but 3 other similar cases had occurred previously, with 2 femoral screws and one tibial screw". Re-intervention for md explantation.

Event description:
(B)(4). Incident occured in france: event description communicated. On (B)(6) 2024, dr. (B)(6) performed a removal of osteosynthesis hardware installed on (B)(6) 2022 during a ligamentoplasty. The material in question is a compositcp30 screw ref (B)(4) lot 217510 exp 2024-12-01. The ablation occurred following a material rupture in (B)(6) 2024 (screw head), although the material was resorbable in 24 to 36 months, depending on the patient's age. After discussion with dr. (B)(6), this screw was implanted at the femoral level, but 3 other similar cases had occurred previously, with 2 femoral screws and one tibial screw". Re-intervention for medical device explantation.

Manufacturer narrative:
(B)(6) 2024. Verification of manufacturing documents / of: december 2021 production - no incidents during manufacturing. No other complaints concerning this batch. Investigations in progress: request for additional information from the health establishment - request for recovery of md if possible and/or photos / x-rays. Device removed - patient reassured. Medical device recovered by the pharmacy of the health establishment for an expert assessment by the laboratory. Request for recovery of the medical device by following for analysis at sbm - request for additional information to complete our investigations. (B)(6) 2024. Correction concerning: a2 age - a3 sex: not disclosed. B2 other serious or important medical event instead of hospitalization (initial or prolonged): the reoperation took place 2 years after the implantation of the medical device. Follow up 1: despite our reminders, in the absence of further information, photos or medical device recovery, no investigation can be carried out. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. This complaint is closed - the file will be reopened if we receive additional information enabling us to carry out investigations.